Event description:
It was reported that during the implant attempt the patient had high defibrillation thresholds (dfts). The single coil right ventricular (rv) lead was not used and a new lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all insulators were breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.